Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a filter implantation treatment procedure, the filter deployed prematurely. The target lesion was located in the vena cava. This greenfield filter was selected, they pulled the sheath from the filter up and they placed it in the target lesion. Then they pulled back on the sheath exposing the filter for deployment; however, upon pulling the sheath back, the filter deployed by itself without them going through the deployment process. Luckily, the filters deployed fine and in the proper location. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the introducer catheter was only returned. The length of the introducer sheath and capsule met specification. Analysis of the returned introducer catheter revealed the paper safety sleeve was not in place; around the handle of the introducer catheter and that the trigger (thumb switch) had not been unlocked or moved down the deployment track. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a filter implantation treatment procedure, the filter deployed prematurely. The target lesion was located in the vena cava. This greenfield filter was selected, they pulled the sheath from the filter up and they placed it in the target lesion. Then they pulled back on the sheath exposing the filter for deployment; however, upon pulling the sheath back, the filter deployed by itself without them going through the deployment process. Luckily, the filters deployed fine and in the proper location. There were no patient complications reported and the patient's status is fine.